Event description:
It was reported while using bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tubes, one (1) tube had foreign matter inside resembling a clear film. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - bd received three (3) photos for investigation. The evaluation of these photos indicated a transparent, colorless film at the top of a tube. Furthermore, 20 retained samples were visually inspected, and no transparent colorless film at the top of the tubes was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 4253675, for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tubes, one (1) tube had foreign matter inside resembling a clear film. No adverse impact was reported regarding the patient or user.